Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. Distortion and fractured of the distal conductor within the is-1 connector/over-rotation prevents extension and retraction of helix. (B)(4).

Event description:
It was reported that during the implant procedure, the physician could not extend the screw. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.